Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. Evaluation also revealed that the force sensor resistance was not within required specifications and contamination was observed on the force sensor component. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim and discolored. There were no ink spots in the display. A test display was used for investigation and was found to function appropriately. Evaluation also revealed that the pump¿s piston was unable to recognize the cartridge upon the first ¿load¿ attempt; the load step malfunction was duplicated during testing. The force sensor resistance was found not to be within specifications. There was contamination found to the force sensor plate. Unrelated the display and force sensor issues, the audio bolus button cover was observed to be damaged and torn exposing its contact but responded appropriately during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.